Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, pelvic pain female and darkened skin. In (B)(6) 2007, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced abdominal distension ("bloating"). In (B)(6) 2008, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vaginal discharge ("vaginal discharge /leukorrhea"), vulvovaginal pruritus ("vaginal itching") and vulvovaginal discomfort ("vaginal irritation"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain /gained 35 pounds"). The patient was treated with betamethasone dipropionate;clotrimazole (lotrisone) and surgery (ablation in (B)(6) 2008 and essure removal). Essure (ess205) was removed. At the time of the report, the abdominal pain lower, menorrhagia, vaginal haemorrhage, dyspareunia, migraine, headache, vaginal discharge, vulvovaginal pruritus, vulvovaginal discomfort, fatigue, weight increased and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, dyspareunia, fatigue, headache, menorrhagia, migraine, vaginal discharge, vaginal haemorrhage, vulvovaginal discomfort, vulvovaginal pruritus and weight increased to be related to essure (ess205). The reporter commented: the patient did not have essure removed, but was currently planning for removal. Current weight 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: result: total bilateral occlusion. Essure was in place. Everything was fine. Concerning the injuries reported in this case, the following one were described in patients medical record confirming: lower abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-apr-2020: pfs received- removal detail added. On 8-may-2020: for correction. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, pelvic pain female and darkened skin. In (B)(6) 2007, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced abdominal distension ("bloating"). In (B)(6) 2008, the patient experienced abdominal pain lower ("lower abdominal pain"). In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vaginal discharge ("vaginal discharge /leukorrhea"), vulvovaginal pruritus ("vaginal itching") and vulvovaginal discomfort ("vaginal irritation"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain /gained (B)(6) pounds"). The patient was treated with surgery (ablation in (B)(6) 2008). Essure (ess205) treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, dyspareunia, migraine, headache, vaginal discharge, vulvovaginal pruritus, vulvovaginal discomfort, fatigue, weight increased, abdominal distension and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, dyspareunia, fatigue, headache, menorrhagia, migraine, vaginal discharge, vaginal haemorrhage, vulvovaginal discomfort, vulvovaginal pruritus and weight increased to be related to essure (ess205). The reporter commented: the patient did not have essure removed, but was currently planning for removal. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - in (B)(6) 2007: result: total bilateral occlusion. Essure was in place. Everything was fine. Concerning the injuries reported in this case, the following one were described in patients medical record confirming: lower abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2019: pfs and mr received : case became valid. Injury nos was replaced with new events. Reporter's was added. Patient's demographics were added. Date of insertion was updated. Suspect product indication was added. Added event abnormal bleeding (vaginal, menorrhagia), migraines, dyspareunia (painful sexual intercourse), lower abdominal pain , fatigue, weight gain, bloating, vaginal discharge/leucorrhea, vaginal itching, vaginal irritation. Added event onset date. Concomitant condition, lab data were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.